Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021 .

Event description:
It was reported to philips that the device had a battery failure. The device was in clinical use on a patient at the time of the event. The device was swapped to another v60 and there was no delay to patient therapy. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed that he battery required replacement. The battery was replaced the device passed all functional testing and was returned to service. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.